Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the large suturecut needle driver had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated per scrub technician the instrument was inspected prior to usage and they did not notice any damages. The surgeon was going to use the suture. The instrument did not collide with any other instruments or tools during the procedure. The reporter stated they did not find any fragments in or outside of the patient. An x-ray was taken after the procedure. The procedure was completed as planned.